Manufacturer narrative:
This report is submitted on september 06, 2022.

Event description:
Per the clinic, the patient experienced an infection at incision site and subsequently was treated with oral antibiotics for two weeks (specific date not reported).